Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while charging. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was around 124-125 mg/dl.

Manufacturer narrative:
On (B)(6), 2021, it was reported that the pump battery was depleting quickly resulting in pump shutdown. The customer¿s blood glucose was 124-125 mg/dl. The customer continued to use the pump for insulin therapy. (B)(4).